Event description:
It was reported that during the preparation, after unpacking, before use, when it was pulled, it was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the preparation, after unpacking, before use, when it was pulled, it was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The returned tria ureteral stent was analyzed; however, the suture did not return. Upon inspection, it was found that the stent shaft had become detached and kinked, and both coils of the stent were also found to be detached. Furthermore, it was noted that some drainage holes were torn, which confirms the reported events of "coil detachment of device or device component" and "stent shaft break." The stent had kinked on the returned device; it is possible to conclude that this issue could be caused by operational factors. It is likely that some manipulation during the procedure could have resulted in the kinks. Based on the results of the analysis observed, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.